Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the suspect uim (user interface module) and installed it on a known good avea ventilator unit for testing. Upon initial start-up, the panel leds and display remained blank. All subsequent start-ups within 30 seconds were normal with the panel leds and display functioning. The cause of this malfunction was found to be an out-of-tolerance battery issue with the pcba (printed circuit board assembly). This issue will be internally investigated.

Manufacturer narrative:
Additional information: following the initial MDR submission, carefusion received a medwatch form from the reporting facility stating that "no mechanical issues were identified with the ventilator and ventilator circuit...they were able to recreate the issue by releasing the ballard suction lock". After further investigation by a carefusion field service engineer, it was discovered that the involved avea ventilator had a faulty gas delivery engine (gde) and a faulty user interface module (uim) that may have contributed to the original reported issue. The suspect components will be routed to carefusion's failure analysis (fa) lab for additional investigation. At this time, carefusion fa lab has not received the suspect components for evaluation.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device component for evaluation. Carefusion has requested further information regarding the reported event but the customer has not responded back yet. The brand and model of the patient circuit tubing that "collapsed" is unknown at this time. The collapse of the tubing would increase the pressure within the circuit so the ventilator operated as expected and there is no malfunction of the ventilator known at this time. This event is still considered reportable due to the adverse event with the patient.

Event description:
The customer reported that while the ventilator was operating on a patient, the circuit tubing collapsed and the ventilator alarmed high peak pressure. The patient was placed on another ventilator and the suspect device was removed from service. No injury/harm reported by the customer. The customer reported that is the only information they knew about the event.